Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 displayed an error indicating that it "failed to stay closed." A field service engineer adjusted opened/closed sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.